Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that there was leakage of cerebrospinal fluid during the patient's implant procedure. A blood patch was administered and the procedure was completed successfully. The patient was later hospitalized due to the symptoms and was given IV treatment. The patient has recovered without sequelae.